Event description:
Tip of device fell off into pt chest cavity. Tip was able to be retrieved without pt consequence.

Manufacturer narrative:
Device eval summary: aty: 1. Summary: device was decontaminated upon receipt. Device was returned along with tip, which had been retrieved from pt chest cavity. Bond area of distal tip was visually inspected under 10x magnification. Stainless steel tubing showed no traces of adhesive. Tubing was measured to verify that no breakage occurred. Distal tip showed minimal traces of adhesive. No other damage to device could be identified.